Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event involved a 83" (211 cm) appx 10.1 ml, 20 drop admin set w/rotating luer where it was reported there was packaging damage - rendering product non sterile. Looks to be manufacturing related. 18 each in total. The products were not contaminated or contain a biohazard or chemotherapeutic agent. Someone became aware of the issue when packages were removed from carton. No medication being used with these products. The product was not reprocessed or re-sterilized prior to use. There was no patient involvement, there was no adverse event, no patient was harmed as a result of the reported event and there was no delay in therapy.

Manufacturer narrative:
Investigation summary: received two (2) new list# 011-c2554, 83" (211 cm) appx 10.1 ml, 20 drop admin set w/rotating luer; lot# 13924657. Damage was observed on the packaging of both samples. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The reported complaint of damaged packaging could be confirmed. The returned samples had some damage on the packaging upon arrival. It is unknown when or where the damage occurred.